Event description:
Customer states the needle does not come out of the softclix lancet. No accidental needle stick occurred. The customer did not provide the location where the malfunction occurred. No adverse event reported. Upon eval by the MFR, it was confirmed the lancet does not retract. Requested return of the suspect device and replacement was sent.